Event description:
On (B)(6) 2013 the lay user/patient in france contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose readings of 289 mg/dl, 87 mg/dl and 186 mg/dl on the reported meter and the reading of 89 mg/dl on the other meter. There was no patient injury associated with this issue. As the issue was not resolved and the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.